Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "swelling and redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported injecting a pt with unspecified juvederm voluma in the chin. Pt has since received injections of unspecified juvederm ultra plus in the chin with the last injection about 8 months ago. Since the injection with unspecified juvederm ultra plus, the pt develops "episodes of swelling and redness in the area" when they are "not well." The pt's general physician prescribed keflex on each of those occasions and the pt is currently "experiencing another episode" at the moment. Symptoms are ongoing. This is the same pt reported under MDR ID #3005113652-2015-00233 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspected product, unspecified juvederm voluma.